Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) has been overheating and losing charge when its not supposed to. The patient also states that she saw smoke coming from the charge port.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.